Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resolved issue prior to calling tandem technical support (cts), and reported there were air bubbles in the tubing. Customer filled the tubing until the air bubbles cleared and resumed insulin delivery. Customer¿s blood glucose level was 255 mg/dl.